Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy to remove device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anaemia, fatigue, migraine, headache, allergy to metals, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms approximate weight at time of essure placement: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On an unknown date, essure confirmation test was conducted further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: patient demographic information and patient relevant history added. Events abnormal bleeding (menorrhagia), anemia, fatigue, migraines, headaches, nickel allergy, anxiety and weight gain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure (batch no. A36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013, sertraline since 2013 and venlafaxine hydrochloride (effexor) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy to remove device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anaemia, fatigue, migraine, headache, allergy to metals, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Approximate weight at time of essure placement: 180 lbs. 5 coils on right and 2 coils on left remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On an unknown date, essure confirmation test was conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure (batch no. A36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included bupropion hydrochloride (wellbutrin) since 2013, sertraline since 2013 and venlafaxine hydrochloride (effexor) since 2013. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy to remove device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anaemia, fatigue, migraine, headache, allergy to metals, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms approximate weight at time of essure placement: 180 lbs. 5 coils on right and 2 coils on left remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On an unknown date, essure confirmation test was conducted. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-may-2020: mr received. Reporter's information added.lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.